Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01401. It was reported that cerebral and spinal cord infarction occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal and mid left anterior descending (lad) artery. After a guide wire crossed the lesion, an opticross imaging catheter was advanced but failed to cross the lesion. Pre-dilatation was then performed with a 1.5x15 non-bsc balloon and the wire was subsequently exchanged to a rota wire floppy and ablation was performed with a 1.5mm burr. Intravascular ultrasound (ivus) was then performed and a 2.5x15 non-bsc balloon was used to pre-dilate the lesion. A 3.00 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. A non-bsc guide extension catheter was then used but the stent still could not cross the lesion. When the device was pushed several times to attempt to cross the lesion, strong resistance was encountered. The physician decided to perform pre-dilatation again and tried to remove the stent from the patient, but the stent got dislodged in the proximal lesion. There was no contact with the device and the tip of guide extension catheter. The physician did not feel the resistance when removing the device. The dislodged stent was removed from the patient using a snare. Subsequently, the guiding catheter was exchanged to a 7f non-bsc guide catheter and pre-dilatation was performed again. A 3.0x33 non-bsc stent was then deployed in the proximal to mid lad. After that, a 24x2.25mm synergy drug-eluting stent was deployed in the first diagonal and the procedure was completed. No patient complications were reported and the patient's status was good. However, two days post procedure, the patient developed cerebral and spinal cord infarction.